Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual device evaluation: device photograph(s) for the device related to the reported event of (deflation) was reviewed on 10-june-2020. Visual analysis of the photographs identified a deflated device is observed. Device patch with lot (or catalog) number it is not possible to see the batch number and catalog of the device due to the quality of the photos. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. Additional, corrected and/or changed data.